Event description:
The customer contact reported that during preventive maintenance testing at the user facility, a s321 (motor error-pcm, left) malfunction alarm code was noted. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, a s321 (motor error-pmc, left) malfunction alarm code noted in the device history. No additional information was provided.

Manufacturer narrative:
The mechanism device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.